Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 system. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 domestic system. Quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse identified that the sample mixer on server 1 was out of specification. The cse replaced the faulty mixer, performed verification checks and control runs, and found it to be within specifications. Siemens evaluated the event and determined that the defective sample mixer contributed to the falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation is required.